Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that an unexpected return was received. Customer provided additional information stating "we purchased 65 (8015 pc's), 90% don't turn on and the other 10% turn on, on their own. I've been sending them back when I have time. The ones that have returned have had part tc10013702 assy, case, front w/keypad, 8015 ls changed." There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 25apr2020 to present date 18jan2021 and confirmed that this device was not previously returned for servicing.

Event description:
It was reported that an unexpected return was received. Customer provided additional information stating "we purchased 65 (8015 pc's), 90% don't turn on and the other 10% turn on, on their own. I've been sending them back when I have time. The ones that have returned have had part tc10013702 assy, case, front w/keypad, 8015 ls changed." There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted power button on keypad unresponsive; front case with keypad replaced. Software version as found 9.12.40; as left 9.12.40. A review of the device history record for sn (B)(6) was performed from date of manufacture 04/25/2020 to present date 01/18/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the keypad - unresponsive key (power button). The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA 1120033 pcu unresponsive keys.

Event description:
It was reported that an unexpected return was received. Customer provided additional information stating "we purchased 65 (8015 pc's), 90% don't turn on and the other 10% turn on, on their own. I've been sending them back when I have time. The ones that have returned have had part tc10013702 assy, case, front w/keypad, 8015 ls changed." There was no patient involvement.